Event description:
A report was received that alleges that the swivel connector became disconnected. It is unk whether the product was in use with a pt at the time of the incident. No incident related medical sequela was reported.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection of the returned device found the disconnect ledge on the swivel connector was missing. Review of the manufacturing records confirmed the product was manufactured to specification. The swivel connector was removed from the device and it was confirmed that the part was molded correctly. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.